Event description:
It was reported that the that the right atrial (ra) lead has high impedance with undersensing and no capture. The ra lead remains in use. It was further reported that the implantable pulse generator (ipg) exhibits high impedance in the atrium, undersensing in the atrial channel, and no atrial capture. The physician is aware and concern of a recall advisory against the ipg and questions whether the ra lead issue might be associated with the product recall. The ipg was reprogrammed for ventricle pace and sense only. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).